Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvalvular gradient measured by catheterization in patients with severe aortic stenosis. The initial study population included 191 patients which was reduced to 127 patients after exclusion criteria was applied.  Patients were implanted with devices from multiple manufacturers including an undisclosed number of medtronic corevalve or evolut r bioprostheticvalves.  Among all patients adverse events included: high transvalvular gradients and aortic stenosis.  No further information pertaining to medtronic products was noted.